Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate shock due to noise. The rv lead exhibited low shock impedance measurements. It was noted that the patient was not pacer dependent as the patient has their own underlying rhythm. Technical services (ts) suggested turning tachycardia therapy off to prevent further inappropriate shock. Tachycardia therapy was turned off and the patient has a zoll patched attached. A revision procedure was performed and this lead was surgically abandoned due to a fracture. No adverse patient effects were reported.